Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Potential causes of pain include: interference from a non-curonix device, patient is a poor candidate due to health, weight, age, or mental capacity, severe force applied to the implant, and off-label use. Although the source of the pain is unclear, the commercial team member does not believe the pain is associated with the neurostimulator after testing the device in person. The stimulator is used to treat pain. The cause of the pain is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported pain between their two incisions when using the neurostimulator. The power index on the transmitter assembly was changed and an x-ray was performed which confirmed the device is in the correct location and migration did not occur. The commercial team member met with the patient for troubleshooting. The commercial team member confirmed the antenna and the transmitter are working correctly and the incisions are healed. The physician did a trigger point shot near the muscles and the patient will try using their device again. As of (B)(6) 2025, the patient is still experiencing pain on and off but they have been feeling good since their appointment with the doctor. No further information is available at this time.